Manufacturer narrative:
MDR . / initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event with four infusion sets where infusion set fell off on second day of use on 19 apr 2026 and patient explained that patient tried to attach with different tapes but still coming off.